Event description:
Information was received from a competent authority (declaration number (B)(4)) & healthcare provider via a manufacturer representative regarding a patient implanted with the screws & plates with anterior cervical fixation therapy. It was reported that the surgeon screwed and unscrewed the screws several times through the plate and changed sizes. As a result, a steel wool appeared. There were no symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.